Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion and was unable to prime during prime test due to faulty force sensor resistor. Motor passed motor test. The device was received with cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a motor error on her insulin pump during priming. Customer's blood glucose was 244 mg/dl. She treated with manual injections. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.